Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 16 samples were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 301866 and lot number 183969 for investigating the reported defect. The samples received for investigated have confirmed the defects reported by the customer. There are multiple defects reported in this complaint. The probable root cause of the barrel flange damage - servo not covering desired distance while transferring barrel from marking station to assembly. Actions taken servo motor installed to transfer barrel from marking index to assembly index should raise alarm if servo has not covered the desired distance. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 13530 discardit ii 2 ml with 25g x 1 syringes were found damaged in the packaging. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: syringes received with foreign particles, black spot, hair particle, marketing defects, no needle, double needle , blister leakage, damaged syringe.